Manufacturer narrative:
Name and address- phone: (B)(6). Occupation- supply coordinator. PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the baskets of three ncompass nitinol stone extractors would not open when testing the devices prior to an unspecified procedure. Two of these three devices are reported under patient identifier (B)(6). A fourth device was opened, and the procedure was successfully completed. No adverse effects to the patient have been reported as a result of this occurrence.

Manufacturer narrative:
Summary of event: as reported, the baskets of three ncompass nitinol stone extractors would not open when testing the devices prior to an unspecified procedure. Two of these three devices are reported under patient identifier 341111. A fourth device was opened, and the procedure was successfully completed. No adverse effects to the patient have been reported as a result of this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The complaint device was returned in the original packaging to cook for investigation. It appeared that the basket sheath had slid over the basket. Both knobs are tight and spacer was present. No damage noted along the support sheath or basket sheath and the handle was unable to be actuated. The basket assembly was noted to be protruding 2mm from the collet knob. The basket was unable to be actuated after disassembling the basket assembly from the handle. In response to this incident, cook completed a review of the device history record (DHR). The DHR found no non-conformances related to this incident. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A lot history search also found no other complaints have been reported for this lot. The product specification for the ncompass nitinol stone extractor nc3-024115 was reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened. The basket sheath and yellow support sheath had separated, preventing the basket from opening. The cause for the separation of the sheaths could not be determined. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was submitted.